Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included mfc stress testing, discharging while bench handling and defib cycling without duplicating the report. The device was recertified and returned to the customer. The multifunction cable used was not returned as part of this investigation. The logs from the event date showed no evidence that a set of electrodes had been applied to the device. The logs showed no errors related to the report. It's important to mention that an ECG accessory cable was returned and determined to be faulty. The ECG cable was replaced. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 60-year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.